Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a failed battery test after changing her battery. The patient's blood glucose at the time of incident is unknown. The customer attempted to use multiple batteries but the failed battery test alarm occurred each time. Troubleshooting was initiated for the failed battery test. Upon inspection there was no apparent damage or corrosion to the battery compartment and battery cap contacts. The customer ended troubleshooting in order to buy new batteries and she stated that she will call back if any failed battery test alarms occur. The customer was advised to expect a battery out limit alert if the pump starts up normally. No products were shipped or returned. However, if the customer calls back and is unable to clear the failed battery test alarm then the pump will be replaced.